Event description:
A malfunction was reported with the pump where it failed to turn on after displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support attempted to troubleshoot the display issue, but the pump could not be reset at the time of the call. No additional information was received regarding the outcome of the event.